Event description:
It was reported that an amia automated pd cycler set leaked. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. The leak was identified inside the cassette door. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.